Event description:
Caller reported aviva system blood glucose results of 293 mg/dl and 85 mg/dl within 10 minutes. Customer used two different vials of strips, same lot, for results. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.